Event description:
The reporter stated that the surgeon was inserting a aq2010v three piece silicone lens and the lens tore. The surgeon removed the lens without enlarging the incision and replaced it with another model lens. No patient injury.